Event description:
It was reported the patient returned home on (B)(6) 2010 after implant procedure. Patient suddenly collapsed and was transported to the emergency department on (B)(6) 2010. During the code, the patient "experienced an episode of vt (ventricular tachycardia) with unsuccessful attempt to defibrillate." It was noted the patient suffered an acute anterior myocardial infarction and sudden cardiac arrest. The physician indicated "the mi and sudden cardiac death is not related to the implant procedure or device or system". Additional information has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
It was reported the patient returned home on (B)(6) 2010 after implant procedure. Patient suddenly collapsed and was transported to the emergency department on (B)(6) 2010. During the code, the patient "experienced an episode of vt (ventricular tachycardia) with unsuccessful attempt to defibrillate." It was noted the patient suffered an acute anterior myocardial infarction and sudden cardiac arrest. The physician indicated "the mi and sudden cardiac death is not related to the implant procedure or device or system". Additional information has been requested and not received. Based on follow-up received from the physician's office, the death certificate indicated the cause of death was congestive heart failure. There is no allegation from a health care professional that the death was device and /or lead related.